Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.In addition, the following reportable malfunction was identified during the device evaluation, cut pink probe.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer reported peeling on the tip of the scope (starting to peel off) during reprocessing of an Olympus ultrasonic gastrovideoscope. There was no patient involvement reported.